Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04687. The patient has two scs systems, including two ipgs. It was reported the patient had stimulation, but her charger locates the ipg intermittently (device 1). In addition, the other charger would not communicate with the patient's ipg (device 2). Two replacement chargers were sent for troubleshooting. Attempts to follow up on the status of the two issues have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history tot eh event reported. Sjm defers to the patient's physician regarding medical history.